Event description:
The doctor stated that the pt received a medpor right cranial implant in (B)(6) 2010. The doctor reported that the pt developed an infection, and the implant has been removed.

Manufacturer narrative:
The device history records for lot number 89020-mci-802-10 (B)(4) was reviewed, and all processes and test criteria are within the mepdor implant specification.